Event description:
It was reported that the patient (pt) were having lots of problems with their controller. Pt clarified sometimes they would try to use the touchscreen, but the touchscreen wouldn't work or get them where they needed to go. Pt also said controller wouldn't let them charge the implantable neurostimulator (ins) and said for a while they couldn't even get the controller to go to looking for a device and wouldn't let them recharge. Pt said they had reset the controller a lot, and the issue had been going on for probably about 3-4 weeks. Pt reset controller to get serial number, but the battery pack split apart. Pt tried to put the battery back in, but the bottom was then stuck in there and the controller wouldn't turn back on. Pt inspected controller port but couldn't tell if there was any damage. Pt said the controller charged from ac power fine. The issue was not resolved. No symptoms were reported. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6). Product type programmer, patient product ID 97745bp lot# serial (B)(6) . Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6). Revealed corrosion damage to pcbs in unit. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.